Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a complete heart block and experienced a pause event on (B)(6) 2020. But the alert of the event did not show up until (B)(6) 2020. All alerts were found to be active. The patient was stable. Couple of days later , the device was explanted. No further information is yet available.